Event description:
The report company received from company's affiliate indicated that the cypher stent opacity seems to differ from previously inplanted cypher stents. The product was used in the patient and is still implanted. Procedure cd was returned for evaluation. There was no patient injury reported. The 10mm lesion was located in the mid left anterior descending (lad) artery and was not de novo. The lesion was not in a bifurcation and did not have a pre-existing clot. The vessel was not tortuous. The stent to vessel sizing was 1:1. There were three overlapping stents. The lesion was pre-dilated and post dilated. There was no dissection and no untreated lesion in the vessel. Please note that the product (lot no. 10804011) is distributed outside the united states, however, it is similar to the united states product. Additional information has been requested and will be submitted within 30 days from receipt.